Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited error code e116. The issue occurred during preparation for use for unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no faults or errors were found. The device was disassembled, and all the parts were cleaned and tested for several days. All functions work correctly, and the measured values meet the inspection limits. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.